Event description:
A discordant result for vancomycin was obtained on a dimension vista 1500 instrument. The discordant result was reported to the physician, who questioned the low result. The customer reran the same sample on the same instrument and the corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant vancomycin result.

Manufacturer narrative:
The customer contacted the siemens technical support center (tsc). After the tsc evaluated the data, it was determined the cause for the discordant vancomycin result was user error; inadequate sample handling. The tsc requested the customer repeat the sample and perform qc. The tsc determined that the instrument performed within specification and there was no instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.